Manufacturer narrative:
Additional devices listed in this report: 64786610 ti dur reg fluted stem 12x80mm; 64786625 ti dur reg fluted stem 15x80mm; 64812150 mrh hdp assembly pack; t4812100 mrh tib. Rotating component xs; t4812120 mrh axis ti. All sizes; t4786490 offset adapter 4mm; t4811110 mrh knee fem s lft; t4813100 mrh tib bp peg ex sml; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The patient (B)(6) reported to (B)(6) that she received a total knee prosthesis in her left knee. Due to material intolerance, a revision surgery took place in 2012. She is still claiming on pain.

Manufacturer narrative:
Manufacturing date corrected. As well as explant date corrected. An event regarding pain and a possible allergic reaction involving an mrh tibial insert was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for review. Medical evaluation not performed as no medical records were provided. Device history review was satisfactory. Complaint history review. There have been no previous reported events for this lot ID. The exact cause of the event could not be determined as insufficient information was provided. The reported event relating to the patient's suspected allergy cannot be confirmed as no medical records or test results are provided. No further investigation for this event is possible at this time.

Event description:
The patient (B)(6) reported to bfarm that she received a total knee prosthesis in her left knee. Due to material intolerance a revision surgery took place in 2012. She is still claiming on pain.